Event description:
During a failure investigation on04/17/06, the failure of no audio was confirmed. The failure was isolated to the main pcb. This failure is not associated with (z-0664-05). There was no patient harm reported.